Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the antibiotic vials could not be refilled as the drawer continuously indicated an open status despite being closed. A field service engineer (fse) identified that drawer 6 on the main unit was failing to remain closed and determined that the magnet was missing from the inseparable. The fse replaced the inseparable, reseated all cables and wires, and examined the retractor band and communication cable for any issues. The fse rebooted the system and verified proper operation using the hardware test application, successfully completing the test. The fse then launched the application and confirmed that the drawer could be recovered and accessed without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer continuously indicated that it was open when it was actually closed, preventing the refill of antibiotic vials. The customer restarted the device twice; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.